Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation." H3 other text : single use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2024. Per the consumer, she had reagent on the swab and inserted the swab into her nose. The consumer stated she experienced a slight irritation inside her nose and throat as well as a headache. The consumer mentioned she is fine. The customer confirmed there was no serious injury or harm due to the reagent exposure. Additionally, the consumer confirmed there was no delay or impact in treatment.